Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon underwent 6 atm for 30 seconds then second pressurization up to 8 atm and then ruptured. There was no residual material, and only the wolverine was removed as it was. The procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient condition.